Manufacturer narrative:
(B)(4). Catalog number - the patient was prescribed two product codes for this product (5c4482 and 5c4483). It is unknown which product code was in use at the time of the event. A batch review will be performed for the potentially associated lot numbers (h13e17016, h13g09100, h13i04032, h13j02019 and h13h20055). If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The method evaluation code 3372 does not apply to this report and was inadvertently reported in the previous submission (follow up 001). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
This is report 4 of 4. It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was not hospitalized for this event. On an unreported date, the patient was treated with vancomycin (dose, frequency and route not reported) and tobramycin (dose, frequency and route not reported) for peritonitis. The cause of the peritonitis was unknown. At the time of this report, the patient had recovered from the event. No additional information is available.